Event description:
A vaxcel pasv mini port was bein placed for therapeutic purposes in 2005. Upon peeling the introducer sheath about four centimeters down, the sheath stopped peeling and broke. Another sheath was used to complete the procedure.